Event description:
The pharmacy prefers to remain anonymous. Specialty pharmacy: the pharmacy has a proactive refill reminder process where therigy (specialty clinical decision support/documentation software) can set a call date reminder for before the patient is due for their refill so the pharmacy can set up delivery and ship it to the patient before they run out. This date is set after setting up a delivery- it will allow you to schedule the next refill reminder call. This is normally set for 21 days after the delivery if the patient is getting a 28-day supply. Sometimes the refill reminder call date is set incorrectly, or is late, which may result in the patient not getting their medication on time and missing a dose, or the pharmacy having to send the medication out as a stat order to prevent a lapse in therapy. The pharmacy has used education to remind the staff. Since the techs use bot the dispensing system and therigy, they have a chance to double check the date by comparing the fill date and day supply in the dispensing system when selecting the date in therigy. (B)(4). (B)(6).